Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2011; rvdr01 implantable pulse generator (ipg) (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed a bacteremia infection. The device and atrial and ventricular leads were explanted. The patient received a temporary pacemaker and medications. No further patient complications have been reported as a result of this event.